Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, she was hospitalized due to low blood glucose. Customer stated, she treated and it went up to 188 mg/dl and later it went back down to 45 mg/dl. Customer has been experiencing low blood glucose for a week. Customer stated that she does not believe the insulin pump was the cause of her low blood glucose but poor managing. Customer stated, she passed out and was taken to the hospital. Customer's blood glucose was 188 mg/dl at the time of admission. Troubleshooting was performed. Customer's current blood glucose was 363 mg/dl. Customer was advised to monitor the device and to call back if issues persist. No further information reported.